Manufacturer narrative:
Product complaint : (B)(4). Batch # t5cv8a. Device evaluation summary: this device was received for initial analysis and additional tissue testing. The primary intent of the additional tissue testing analysis was to mimic worst-case clinical use and evaluate performance. The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present but was uncut and exhibited an indentation created by the circular knife and was noted to have nicks. No staples were present. The first test firing utilized the standard protocol with test skin. The device was reloaded with staples and a new washer and fired at high b into a test skin. The device fired as expected and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be manufactured after implementation of correction actions related to the field action. The second test firing was performed using tissue, to simulate clinical usage. The device was reloaded with staples and a new washer. The device was setup to fire into thick indicated tissue across two crossed staple lines, in order to simulate worst case clinical conditions, and with the indicator dialed down per the instructions for use (IFU). The device fired as expected and formed the staples as well as completely cut the test tissue and the breakaway washer without incident. The staple line was complete, and the staples appeared to be well formed in the tissue. The device was test fired a total of two times, once in test skin and once in tissue, and the device was found to be conforming based on both tests. The device cut the washer and had acceptable staple formation when fired into indicated tissue thickness. The device performed as intended during analysis testing. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5cv8a.

Manufacturer narrative:
(B)(4). Medical device: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Medical intern, 5 years. Were there any issues experienced with the device in the initial surgical procedure? Unk. Did the healthcare professional wait 10 seconds before or after firing the device? Yes, before and after firing the device. Was the adjusting knob retightened prior to firing? Yes, at 2/3. Was the device difficult to close? No. Was the device difficult to fire? Yes, a little bit. Did the healthcare professional receive audible & tactile feedback when firing the device? When the user retrieved the clamp, the anastomosis came out. So, the assistant removed the stapler. Was a complete transection of the white breakaway washer visually confirmed? Unk, the user did not watch. Were the donuts inspected? No. Can you further describe the shape and location of the staples that did not close? In front of the anastomosis. Will the stoma be reversed? Yes. What is the current status of the patient? The patient goes well. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that when restoring continuity after anterior resection of the rectum, a circular stapler was used. The device cut and stapled but none of the staples held. However, it has been used according to good practice. Anvil clipped, device screwed to the stop, handle tightly in a jerk, waiting more than 10 seconds, knob turned of 3/4 turn, removing of the device without force with laparoscopic control. In the air test, complete disunion of the anastomosis. The staples did not close. A stoma has been performed to protect the anastomosis. And the surgeon had to cut again and use another device to reestablish the continuity.